Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The device was difficult to load and unload. The needle kept falling out. Nothing disengaged into the patient cavity. Three suturing devices did not work, a fourth was used to complete the case. No patient injury or extension in surgical time. Patient status is alive, no injury.